Event description:
Complainant alleged that while attempting to monitor pt (gender unk), the device powered off. The clinicians were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. Please reference medwatch #1220908-2000-01081 documenting a second incident with this device on a different pt.